Event description:
Asr revision due to take place on (B)(6) 2015. Left. Resurfacing. Reason(s) for revision: alval / soft tissue reaction / pain. This is a bilateral patient. For right side see com (B)(4). Update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision due to take place on (B)(6) 2015 left resurfacing reason(s) for revision: alval / soft tissue reaction / pain this is a bilateral patient. For right side see com 072432 update - received confirmation that revision has taken place. Taken from crawfords spreadsheet dated (B)(6) 2015 update nov 17, 2017: email notification received. There is no new information added that changes the MDR decision. This complaint was updated on: nov 21, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.